Manufacturer narrative:
The referenced driveline distal end replacement event was reported under medwatch MFR report #2916596-2015-00591. Approximate age of device - 1 year, 1 month. The pump remains in use supporting the patient. The patient continues to use an ungrounded power module patient cable and alarms have been silenced. Review of the system controller log file noted a yellow wrench alarm became active on (B)(6) 2015 at 22:52 due to a driveline fault. The yellow wrench remained active until (B)(6) 2015 at 21:33. The power source appears to have been changed to a mobile power unit on (B)(6) 2015 at 21:25. At 21:33, the patient began experiencing intermittent driveline disconnect alarms, low speed operations, and motor stops until the power source was changed to batteries at 22:03. Although the log file evaluation cannot conclusively determine the specific cause for the driveline disconnect alarms, low speed operations, and motor stops, these events appear consistent to a potentially compromised wire in the driveline. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. In (B)(6) 2015, a distal end driveline replacement was performed. The alarms recurred in (B)(6) 2015 and the patient was issued an ungrounded patient cable for use with the power module due to suspected driveline compromise internal to the patient. On (B)(6) 2015 it was reported that the patient received an audible and visual yellow wrench driveline fault alarm while at home. The patient was asymptomatic. A data log file was submitted to the manufacturer's technical service representatives for review and multiple pump stoppages were noted. The issues appeared to only occur while the system controller was connected to the power module. The patient is reportedly not a candidate for a pump exchange; therefore, the alarm was permanently silenced and no further action will be taken. No additional information was provided.